Manufacturer narrative:
Visual analysis was performed on the returned device. The reported break could not be confirmed; however, it is likely that the break occurred at the noted separated location. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation determined the reported break appears to be related to operational context. Returned device noted that the hypotube was separated distal to the strain relief tubing. The fractured faces were oval shaped which can indicate the hypotube was kinked and then separated. It was reported by the account that the bdc was advanced into the patient¿s anatomy; however, due to the significant calcification in the artery, the shaft broke. In this case, it is likely that the bdc interacted with the patient¿s challenging anatomy such that the shaft broke, kinked and upon further manipulation the shaft ultimately separated. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the ostial of the circumflex. The 3.0x20mm nc trek balloon dilatation catheter (bdc) was advanced however due to the significant calcification in the artery, the shaft broke. The procedure was completed with a non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.